Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up exam and the ra lead had a clot attached to it.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the procedure, high pacing impedance and high capture thresholds were observed. Patient was asymptomatic. The lead was explanted and replaced with no complications. The patient was in good condition.